Event description:
A healthcare professional reported that the connector of a xtra-silent nite slide-link broke, no other information was provided.

Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient first used the appliance on (B)(6)2024. The patient reported on (B)(6)2024 that while wearing the device woke up in the morning and when taking it out from mouth the anchor was detached from tray and discontinued using the appliance. No adverse consequence was reported. The patient stated was not able to continue using the appliance. No information provided on how the device was maintained.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned without the original case. The returned device was visually inspected, and clasp was observed to be broken. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness- the flange was smooth; internal/external surfaces were smooth. Broken- the blue clasp appears broke off. Delamination- layers were intact and did not separate. Discoloration- the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference:(B)(4).